Event description:
"Stop of ventilation whild sv300 unit connected on patient. Unit was set on "prvc" mode when it suddenly stopped to ventilate the patient, this 30 seconds after use of the "o2 breaths" functions. Curves on servoscreen were no more displayed. Moreover alphanum indications were replaced by a lot of "star" characters. Problem still running after switch "on/off" sequence!"